Event description:
Distributor reports that end user's skin was punctured from piece of glass when activating the direct check quality control. Customer was not using protective sleeve at the time of the incident. No report of serious injury, or administration of medical treatment.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. A CAPA was completed for directcheck starting with lots manufactured in june 2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. Result: no results available since no evaluation performed. Conclusion: human factors issue. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated.